Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No motor error alarm noted and the motor passed motor test. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. The insulin pump had cracked display window, cracked case at the display window corners, partially broken off reservoir tube lip, cracked reservoir tube and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call of high blood glucose of 600 to 700 mg/dl and the pump alarmed motor error. The customer treated with syringes and indicated that due to the motor error, the pump was not delivering insulin. Troubleshooting found that the pump had multiple alarms in the pump history and the pump is cracked at the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided.